Manufacturer narrative:
H3: it was reported that, while in use on a patient, this 980 ventilator generated a background diagnostic code with message exhalation pressure reading out of range indicating the device entered into backup ventilation the reported issue was addressed remotely. When the biomedical engineer reached out to technical support personnel for assistance, the technical support personnel advised the biomed to perform an extended self test (est). The device passed the est and the short self test (sst) and was placed on a test lung for 24 hours with no replication of the reported issue. With the information available, the cause of the event could not be determined. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a background diagnostic code with message exhalation pressure reading out of range indicating the device entered into backup ventilation. There was no reported injury to the patient.